Event description:
The user facility reported that post-lhc, the device was inserted into the patient over a wire but would not pass into the femoral artery. The device was set aside, and another angio-seal was used successfully. The procedure performed was a left heart catheterization (lhc). Blood loss was less than 250 cc. Additional information was received on 03 apr 2025: the patient is stable. The user did not have difficulty inserting the locator into the hub. The user succeeded in mating the locator and hub, successfully inserting and locking the locator in the hub. There was an audible click upon mating, and tactile feedback was present after mating. The user was able to mate the locator with the hub after many tries. The user attempted to mate the locator and hub one time. The locator did not separate after mating with the hub. The locator was not too loose and stayed in place. The separation did not occur when the device was in the patient. The local effect of the issue was a slight time delay, a few cc of blood loss, and the cost of a new angio-seal device. The patient was not harmed.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. This report has been reassessed and deemed reportable based on the investigation of the sample. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned sample included the carrier tube and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated a kinked at the blood inlet holes. No other damage or issues were noted. The complaint could be confirmed for a kinked sheath and locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained but the assembly during insertion into the patient, leading to the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).